Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) seal and a damaged cassette pin sensor seal. The dso seal and cassette pin sensor seal were replaced to fix the issue.

Event description:
It was reported that the device had failed/no charge remediation. The results of the investigation found that the downstream occlusion (dso) seal was separating from the bezel and that there was damage to the cassette pin sensor seal. There was no patient involvement.